Event description:
During preparation of the device for use, the user observed a loose wire in the back of the connector from the centrifugal pump motor. An alternate device was employed. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.